Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of being hospitalized twice in one week. Customer was hospitalized on (B)(6) 2017 due to dialysis. Customer's blood glucose over 300 mg/dl. Customer was hospitalized for four days. The second hospitalization, customer was taken to the hospital via ambulance with blood glucose over 300 mg/dl. Customer was still hospitalized in the critical care unit at the time of call. Customer was wearing insulin pump at the time of both hospitalizations. Customer declined to check for leaks or air bubbles and settings. Customer reported that cannula was straight. Customer was advised to change infusion set, reservoir and insulin and to call back when in receipt of tubing clamp in order to perform high pressure test.